Event description:
I have been using amo complete moisture plus for a few yrs now. I had a bottle of it I had purchased and had been using for about 2 weeks. In 2007, I noticed that my vision was blurred. I thought it may be due to dirty contact lenses, so I cleaned them and put them back in, but my vision was still blurry. I then tried to put in a new pair of contact lenses, but still had blurry vision. That evening, I was made aware that amo had recalled all lots of complete moisture plus because there was a link between that product and a rare but serious eye infection. I removed my contact lenses and discontinued use of the complete moisture plus at that time. I made an appointment to see my eye dr. He reported that while he didn't see any infection my eyes were very irritated and I had a drastic change in my prescription. I have since not used complete moisture plus. Amo complete moisture plus used approx the last two years - this specific bottle used approx the last two weeks. Dose: approx 5 tbsp. Frequency: daily. Route: ophthalmic. Dates of use: 2007. Diagnosis or reason for use: to clean and disinfect contact lenses.